Manufacturer narrative:
One used sample along with two photos were received. Visual inspection was carried out. The nano clave housing was missing from the stopcock. The housing was broken from the manifold, and the internal spike was bent. Examination of the break showed one side higher than the other and the weld still intact. A device history lot review could not be conducted because no lot number(s) was we/were identified. The reported complaint can be confirmed. The probable cause is due to an unintentional bending force during use. Updated information in h3.

Event description:
Event occurred regarding 12 in (30 cm) appx 1.6 ml, ext set where it was stated in the report that the product failed during use. The nanoclave proximal to the patient broke in such a way that the outer plastic piece became completely disconnected from the inner lumen. There were patient involvement and no patient harm reported.

Manufacturer narrative:
The device has been received for evaluation. The investigation is pending completion.